Event description:
Information was received indicating that this ambulatory infusion pump exhibited a repeated depleted battery depleted alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump's screen was damaged. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis in good physical condition. The customer's reported problem was "repeated battery depleted alarms/screen damage". Inspection of the pump's event log revealed "battery depleted" events occurred along with error 1870. Evaluation tests or methods include powering on pump, attaching cassette test pump, and visual inspection. Visual inspection found part of the inside of rear housing broken and a scratched lens. Replaced motor as preventative maintenance. Replaced rear housing and lens. The device history record was reviewed and found to be in compliance with no manufacturing or testing issues were found.